Event description:
Subsequent to the initial medwatch report, additional information was received stating that a lot of manipulation was necessary to remove the device from the plastic coil which may have caused the removal of the stylet and protective sheath. No additional information was provided.

Event description:
It was reported that during unpacking of the device (2.5 x 18 mm) it was not possible to remove the delivery system from the plastic coil. The distal part of the system's shaft was stuck and became separated inside the coil while pulling. The stabilizing wire remained in the distal lumen of the delivery system. The device was not used in the patient anatomy. Another device of the same size was successfully used in the procedure. There was no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft separation was confirmed. The reported difficult to remove from the dispenser coil could not be replicated in a testing environment due to the condition of the returned device. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty removing the device from the coil or shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.